Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient felt a "jumping" sensation on her right side periodically and presented in clinic. Upon interrogation, the right atrial (ra) lead was observed with no capture at max output. When programmed ddi 40, the electrograms were stacked. No p-waves were observed during interrogation. The device was reprogrammed to vvi 40 and transferred to the hospital where the patient had her device implanted. The patient was later admitted to the emergency room with atrial arrhythmia on (B)(6) 2021. The patient's device was interrogated on (B)(6) 2021. Upon investigation, the ra lead was found dislodged. The dislodgement was confirmed by x-ray. The device was reprogrammed to vvi 50. The patient presented for atrial lead revision on (B)(6) 2021. The lead was revised, and the device was reprogrammed. The patient suffered discomfort, but no harmful effects from the dislodgement or resulting procedure.